Event description:
The customer reported the ventilator alarmed during operation due to an oxygen not available / oxygen device failed occurrence. The customer reported the ventilator was in use on a patient and there was no patient harm. An oxygen not available alarm indicates, there is a high or low oxygen source and should be corrected. Upon an oxygen device failed occurrence, the ventilator will continue to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this occurs. The manufacturer's service technician was unable to duplicate the reported event. The service technician reported, he could generate the alarms when the oxygen cylinder source dropped below 500psi. The service technician replaced the oxygen solenoid valve as a precaution. Performance verification testing was completed and passed to operating specifications.